Event description:
It was reported that the device locks up upon power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and a repair offer. Due to the device age and repair costs, the customer declined physio-control's offer. Hence, a conclusive cause of the reported event could not be determined.